Event description:
The user facility reported that during a patient procedure, the or staff commanded their 3080sp surgical table to tilt when the table emitted a "clunk" sound and suddenly moved into a left tilt position. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified two broken bolts which secure the tilt cylinder bracket to the stage block assembly.the customer has forgone repairing this table but rather opted to purchase a newer model surgical table. The surgical table subject of the reported event has been in use for approximately 20 years (installed on 4/1/1994) and will be traded in.